Event description:
An outside law firm submitted a complaint that alleges: "a patient with acute hypoxic respiratory failure underwent a bronchoscopy. The patient's care team gradually increased the patient's norepinephrine infusion, during which time the infusion pump alarmed due to an upstream occlusion. The care team did not identify any occlusion. The alarm caused an interruption to the patient's infusion, and the patient developed ventricular tachycardia. The patient died."